Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0208604986, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 16-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient experienced high impedance with a return of symptoms. When they performed an impedance check on this device, electrode 0 was out of range (high). Her program in use was using electrode 0. The patient was reprogrammed to exclude electrode 0.